Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient went to the doctor for their first sensor insertion. While there the patient's father requested a prescription of lidocaine and was provided one. The patient is not using the lidocaine at this time. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).